Manufacturer narrative:
According to the customer contact, a foley catheter was placed while the patient was supine for a spinal procedure and then the patient was turned to the prone position. After 45 minutes "the foley catheter was on the floor and the silicone balloon was visibly ruptured." The customer reports the balloon was not pre-inflated before use. The customer reports due to the incident, the catheter was replaced. A sample was returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Foley balloon ruptured requiring replacement.